Manufacturer narrative:
B5 updated h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete h6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no kink/damage observed to the catheter after removal.

Event description:
Medtronic received a report that the patient was undergoing treatment for thrombectomy of the m1 segment of the right middle cerebral artery. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 8mm diameter. It was reported that during the thrombectomy procedure, after deployment of the thrombectomy stent, the operator was unable to with draw the rebar 18 while pulling it back through the wallaby intermediate catheter. Intraoperatively, the operator perceived that the resistance was caused by interaction between the outer coating of the rebar and the inner coating of the intermediate catheter, and the resistance was significant in the middle section. After multiple forceful withdrawal attempts, the rebar 18 was eventually removed. The procedure then proceeded smoothly, with successful recanalization and clot retrieval. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a wallaby 5f 125cm esperance intermediate catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated e updated h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that vascular access was the right femoral artery. The catheter was flushed as indicated in the IFU. The product was replaced with a new rebar 18 to complete the procedure.